Event description:
A company representative reported that a patient was revised approximately 1.5 years post-operatively to address two fractured yukon polyaxial screws. The patient reported experiencing neck pain. It was further reported that the screws at c2 were difficult to remove during the revision surgery which resulted in an unspecified surgical delay. The company representative reported that the screw tulips were explanted, however the fractured screw shanks remained implanted in the patient. The construct was extended and a trans-laminar screw was implanted at c2. This report captures the second of two screws.